Manufacturer narrative:
An additional lot number was reported (lot # m019018). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 56 mg/dl, which was addressed by consuming carbohydrates. The cause of the low bg was not known. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer was able to load new cartridge successfully.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by a continuous glucose monitoring system on (B)(6) 2017. There were no bolus requests made on (B)(6) 2017. User conducted a cartridge change sequence to correct an alarm 19 (bad cartridge). There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.